Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates that a power on reset (por) occurred on (B)(6) 2010. One patient alert for por occurred on (B)(6) 2010. Diagnostic information is consistent with reported event.

Event description:
It was reported that a power on reset occurred. The patient had gall bladder surgery since the last programmer interrogation. The parameters have not changed since the last programming and the device remains in use. No patient complications have been reported as a result of this event.